Event description:
While using a byte day aligners, patient has reported that their bottom teeth are overlapping their top teeth on the side. This has gotten worse since they started treatment. Patient also had complaint of jaw discomfort. The patient had started treatment with an anterior crossbite and also mentioned some pre-existing jaw clicking. Provided comfort tips and requested a bite video to evaluate for bite concerns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.